Manufacturer narrative:
A getinge field service engineer evaluated unit and confirmed the issue. Fse replaced the drive manifold assembly to resolve the issue. Functional tested without any further failures or issues. All work was performed on the maintenance. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The defective drive manifold were received by national repair center (nrc) for further investigation. Performed visual inspection of all parts received and the parts looks to be in good condition. Fat confirmed the drive manifold failed leak test. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold testing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: d4 (UDI #), h6 (type of investigation). The fat received the parts associated with this complaint. These parts were received with a reported unit failure of helium leak during repair. Performed visual inspection of all parts received and the parts looks to be in good condition. Installed the following parts separately into the cardiosave and tested to the factory specifications. The failure analysis and testing dept. Verified the failure of following parts. Retaining the following parts in the failure analysis and testing dept. As per procedure. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined